Event description:
Customer reported blood glucose results of 76 mg/dl, 45 mg/dl, and 335 mg/dl within 10 minutes on the compact system. Also reported blood glucose results of 354 mg/dl, 45 mg/dl, 39 mg/dl, 74 mg/dl, and 82 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported in relation to these discrepancies. A request was made for the return of the system, replacement was sent.